Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. Three days after onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unknown antibiotic(s) (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, dianeal therapies were discontinued. Approximately one week after the onset of the peritonitis, the peritoneal dialysis catheter was removed and the patient is no longer on peritoneal dialysis therapy. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.